Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the customer had a no delivery alarm on the insulin pump. Customer stated that he has had the previous pump replaced and he is using the replacement pump. Customer has been getting no delivery alarms for about 2 days during the delivery of his bolus. Customer's blood glucose has been running between 300-400 mg/dl due to the no delivery issues. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin did not exit. Customer pushed insulin slowly through the tubing and reported that the insulin exited the tubing. Customer reported that the insulin exited with manual prime. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set or reservoir occlusion. Customer will monitor the pump.